Event description:
It was reported that patient thought something was wrong with their leads and was pretty sure the lead was broken. They had no falls or trauma. They noted that the stimulation was intermittent and that they feel stimulation if they move a certain way, or twist or stretch a certain way. The stimulation would go way if they moved another way. These issues started a couple weeks ago. Along with the intermittent stimulation they also experienced a shocking/jolting sensation. They further noted the implantable neurostimulator (ins) quit working and they were unable to get it to turn on unless they turn it off. Their settings were pretty high so when they would turn it on it would jolt them and then ¿just go off¿. No intervention or outcome was provided however additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 7495, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that his pain stimulator had stopped working completely. Since the battery was changed and the leads were reused, every time that the stimulator would turn on, it shocked him. It also might be due to the leads as the patient could feel them on his spinal cord. The patient believed the leads had moved from its place and he was experiencing discomfort.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s system quit working. They knew the battery was not dead but that the lead wires had come ¿unloose¿ because when they wave their arms they can feel ¿it¿ so the battery is still working.

Event description:
Additional information received reported the leads were left in the patient. They had a ¿huge abscess¿ where the wires go in and they were in pain. They were taking strong pain medication and they were not helping.

Event description:
Additional information received from the patient reported that he was shocked and then stimulation sensation ceased. The patient was going to check the status of the implantable neurostimulator (ins) with the patient programmer (pp) but needed to replace the batteries and did not have any on hand. The pp would not power up as of today, (B)(6) 2015. He was going to go and buy new batteries and check the device. The patient was not doing anything out of the ordinary when he was shocked. The stimulation change was not related to positional movement. No trauma or falls that could be related to the issue. No recent medical tests or emi exposure. The patient had not checked the device with their pp. The patient was going to call the healthcare provider's (hcp) nurse and have a local manufacturing representative (rep) be present at the next appointment on (B)(6). It was noted that the change in symptoms was considered sudden and it occurred in (B)(6) 2015. It was noted that nothing had been done to date and there was no resolution of previously reported events. The patient was going to discuss the issues at the upcoming appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).